Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the e-200 just stopped delivering energy in the end of a case. Customer confirmed they tried different ports, different cables and ensured everything was connected properly. Customer was getting proper tone when pedals were activated. Customer tried to reboot e-200 and would not come back up. Customer hard power cycled e-200 prior due to an endoscope stuck in 2d mode. There was no report of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to resolve the energy output issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the e-200 generator is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi (B)(4) (quality data review meetings).